Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that patient had pain and shoulder stiffness and underwent arthroscopic arthrolysis revision.

Event description:
It was reported that patient had pain and shoulder stiffness and underwent arthroscopic arthrolysis revision.

Manufacturer narrative:
Correction d1, g1 manufacturing site, h5 method code, conclusion code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Since data were provided, the opinion of a medical expert was sought and stated as following: -"the initial idea of the diagnosis might have been cuff tear arthropathy, but eventually it was not (primary osteoarthritis) and the treatment was adjusted to that (anatomic instead of reverse)". -"the patient has diabetes mellitus, which increases the risk of a capsulitis (frozen shoulder) after immobilization, trauma or surgery. The fact that physical therapy seemed to have worsened the symptoms is also recognizable. It is often the case that the physical therapist gets the blame for it, but that¿s not correct. The protracted course of the capsulitis (causing pain and stiffness) over two or more years is also noted more often in patients with diabetes. So, in conjunction with the late arthroscopic release and complete resolution of the symptoms, this makes the diagnosis post-surgical capsulitis very likely". -"in conclusion: post-surgical capsulitis of the left shoulder after anatomic shoulder arthroplasty, most likely through the combination of post-operative immobilization, and diabetes mellitus [¿] there is no root cause linked to the device. In this case patient characteristics played an important role". The root cause of the event is most probably due to patient conditions. The diabetes from which the patient suffers is most probably linked to the symptoms reported as per the medical opinion. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.